Event description:
The customer's spouse reported that pt was hospitalized for high blood glucoses. Blood glucoses were treated with insulin drip. Also the set was changed. The programming and the histories on the pump were accurate. Troubleshooting was performed. The pump has a blank display with batteries in and it has rested for over eight hours. Instructed the contact to remove the customer from the pump and reverted to back up plan.